Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent lumbar laminectomy on (B)(6) 2015 and topical skin adhesive was used. A telfa non-stick pad was used to cover the wound. On (B)(6) 2015, the nursing staff removed the telfa pad to remove a hemovac drain. They did not recognize that the topical skin adhesive had come off as well. The patient had excessive drainage on dressings for a few weeks and the patient was on oral antibiotics until the drainage stopped. The physician opined that topical skin adhesive may not be reliable when applied to a location that will be in contact with the bed and prolonged body weight applied may cause the topical skin adhesive to stick to an overlying telfa pad or to the bed sheets. No additional information was provided.